Manufacturer narrative:
This event occurred in (B)(6). The field service engineer replaced various parts and performed adjustments and cleanings. Also, he performed performance testing with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys vitamin d total ii results for one patient tested on a cobas 8000 e 602 module. The patient's initial result was not reported outside the laboratory. The customer performed repeat testing for confirmation. The patient's initial vitamin d result was 60.9 ng/ml, and the patient's repeat results were 19.9 ng/ml and 20.0 ng/ml. Vitamin d reagent lot was 484688 with an expiration date requested but not provided.